Event description:
The catheter was inserted during an ablation and it was noticed by the scrub tech and physician that the temperature sensor was erroring on the console. A new catherer was opened and used.